Manufacturer narrative:
Bwi received additional information indicating that this event is not an MDR-reportable incident. On (B)(6) 2021, bwi received additional information regarding the event. The issue was observed during a case. The signal interference (noise) observed on bs only. The signal interference (noise) observed: carto® and recording system. Bs ECG at polygraph was available. The affected catheter was inside the patient¿s body during the signal interference/loss. The procedure was completed without the issue solving. There was no delay and the procedure was not cancelled. This noise issue is not MDR-reportable. Furthermore, on (B)(6) 2021, it was confirmed that the pacing leads were connected to primary pacing port, and it did not allow pacing and ablating at the same time. There was no unwanted pacing being delivered. As the complaint did not deliver unwanted pacing, this event is no longer FDA-reportable. No further supplemental reports will be sent for this event. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Initial reporter phone: (B)(6). The hardware investigation has begun but it has not been completed at this time. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto 3 system. There was unwanted pacing. Psvt procedure after pacing from v catheter which connected to the 20a, after about 2seconds, pacing pulse is applied to capture v. Body surface ECG was drifted. This occurred during eps after connecting the abl catheter. The issue did not resolve and the procedure was ended. The procedure was successfully completed without patient's consequence. The issue was observed during a case. There was signal interference (noise) observed on bs channels. Bs ECG at polygraph was available. The affected catheter was inside the patient during the signal interference/loss. The procedure was completed without the issue solving. The procedure was not delay or cancelled. The physician is concerned ¿post-pacing¿ artifact around 2 seconds after the last pacing spike may be related to an actual pacing stimulus. The noise issue is not MDR-reportable. The unwanted pacing is MDR-reportable.